Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device used on the patient; see MDR 3013394970-2020-00111 for the first device reported on the same patient.

Event description:
The user facility reported that when the physician inserted the angio-seal device into the artery, the tip of the insertion sheath became kinked. The physician replaced the device with another device and inserted the second device into a different puncture site. However, the tip of the insertion sheath became kinked again. The second device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Mid-level calcification around the puncture sites was observed. The physician did not think that these kink issues were caused by the devices' abnormalities. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product. The blood loss was less than 250cc's.